Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems or the customer returned the wrong instrument. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the maryland bipolar forceps instrument was broken at the very start. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a damaged broken black cable was noted at the distal end of the instrument. No cautery issues or arcing issues were related to the reported event were noted. No other damage was noted on the instrument, and there were no functional or non-intuitive motion issues observed. The tips were not stuck on tissue. No fragments fell into patient, and no injury was reported. Procedure completed with backup instrument.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. .